Event description:
It was reported that the image on camera head became dark during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flooding from the connector rating plate section based on the results of the investigation, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on camera head became dark during a therapeutic procedure. It was completed using a similar device. There were no reports of patient involvement.